Event description:
Initial report: this case was reported by a physician and involves a female pt. In 2009, she had been treated with poly-l-lactic acid (sculptra), application site: glabella. A few weeks later, the pt developed a small tactile nodule which increased. Meanwhile the nodule was visible. Outcome: ongoing at the time of the report.